Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, the inflation of balloon was performed in the vertebral body and then deflation of balloon was performed successfully. When the physician attempted to remove the balloon, it got stuck and could not be removed. After deflating the balloon again, the removed balloon was found to be broken. No fragments remained in the patient. No patient complications were reported as a result of the event.